Manufacturer narrative:
H6: fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the device and an open pouch were returned in a plastic bag. The pouch was open from 3 of 4 sides when returned. Upon return, there were no traces of contamination observed on the device. However, it was observed that the inner shaft was bent near the distal end of the inner hub. The inner and middle tube assemblies spun by hand with no binding sound observed. The device was loaded into a handpiece and ran in oscillating mode up to 5,000rpm. During the blade oscillation, the blade was wobbling and making unusual noise. The device failed functional testing due to defective condition upon return and the inability to spin properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when tested the blade on the handpiece made a strange noise and didn't fit properly. They tried on another handpiece and the same problem occurred. They found blade to be damaged without any fragments. Procedure was completed with back up product. There was no patient impact.